Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation along with the duckbill and shield. Upon inspection, engineering noted no visible damage to the exterior of the device. Engineering removed the seal and found a portion of the septum to be torn. The torn septum remained intact. Engineering confirmed the shield had been cut as described in the customer experience, but also found the petals of the shield adjacent to the cut were fraying. Engineering also noted the seal housing was cracked at two pinhole locations. A review of the manufacturing records indicates this lot passed all manufacturing and quality inspections. All seals are thoroughly inspected and tested 100% for leakage during the manufacturing process. The exact root cause of the incident could not be determined. However, the c0r50 model has not been validated for use with the davinci surgical systems and based on the evaluation of the returned unit, the damage to the septum and shield was most likely caused by the insertion of the rigid endoscope during the initial set up the procedure. The pin holes of the seal assembly could have been weakened by decontamination fluid and cracked with the removal of the cap but this cannot be confirmed. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. The instructions for use (IFU) warns that extra care should be used when inserting angular and asymmetrical instruments. All instruments should be centered axially when inserted through the seal to prevent tearing. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, engineering is currently researching possible device enhancements intended to further minimize the potential for this type of incident to occur.

Manufacturer narrative:
Additional information - (B)(4).

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Prostatectomy - "the event unit with separated seal, ddb, and a plastic piece will be returned to amr. They physician found a piece of plastic inside the patient during a prostatectomy. The piece was retrieved and the procedure was completed with another trocar. No patient injury. Instruments inserted into the even unit: rigid endoscope of davinci. Note: the plastic piece was cut by the physician for the retrieval. The event unit with defect seal, ddb and a plastic piece with a cut were returned to olympus and visually inspected. The ddb was found to have no damage; the septum had a cut; the plastic piece was confirmed to be a shield portion. The portion was cut by the customer but had no missing part. The event unit and the plastic piece will be returned to amr for further evaluation. (B)(4)." Patient status- "no patient injury."